Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed, a labeling review was not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was impossible to keep temperature on the arctic sun device. Per follow up information received via email on (B)(6) 2023, device could not stay on desired temperature. Temperature readings were correct. Patient switched to different device, no patient impact. The date of event occurred was (B)(6) 2023.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was impossible to keep temperature on the arctic sun device.